Event description:
It was reported that the right ventricular lead had t-wave oversensing (twos) post pace. It was noted that rate adaptive av is on and the patient has a sinus rate of 107 bpm. Reprogramming was discussed to consider turning off ra-av in this patient with intact conduction. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).